Event description:
Customer reported that "when a cvc was placed at vena subclavian left, ultrasound-guided, an aspiration of blood occurred when puncturing the vessel under visibility of the needle tip confirming safe positioning. When attempting to insert the seldinger wire, it could not be pushed forward. The wire was then removed , and a new aspiration was performed using the needle which still seemed to be in the vessel. Only air could be aspirated, which is why the needle was pulled out immediately. A crack in the area of the glued point between the plastic and the metal needle was noticed. A sonography of the thorax was performed and excluded a pneumothorax. A negative consequence for the patient did not result from this. A new set was used. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for evaluation. The first photo shows a product lidstock with product code and lot number. The second and third photos show an introducer with significant signs of use. Part of the needle hub is broken and separated. A full visual examination could not be performed as the sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. The customer report of a cracked and separated needle hub was confirmed by visual examination of the customer-supplied photos. However, complaint investigation testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "when a cvc was placed at vena subclavian left, ultrasound-guided, an aspiration of blood occurred when puncturing the vessel under visibility of the needle tip confirming safe positioning. When attempting to insert the seldinger wire, it could not be pushed forward. The wire was then removed , and a new aspiration was performed using the needle which still seemed to be in the vessel. Only air could be aspirated, which is why the needle was pulled out immediately. A crack in the area of the glued point between the plastic and the metal needle was noticed. A sonography of the thorax was performed and excluded a pneumothorax. A negative consequence for the patient did not result from this. A new set was used. No patient injury or complication reported.